Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient had ipg replacement on (B)(6) 2021. Effective therapy was established post-operative.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. Surgical intervention may be taken at a later date to address the issue.